Event description:
Related manufacturer reference number: 2017865-2021-31105. It was reported that post-procedure, the patient's right atrial (ra) and right ventricular (rv) leads lost lead slack. The ra lead also had a loss of capture. An x-ray confirmed that the ra lead was dislodged. The patient was asymptomatic. On (B)(6) 2021, the ra and rv leads were repositioned and lead slack was added. The patient was stable throughout procedure.